Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The spine clamp was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The adjustment screw threads had been stripped in the middle of the travel. There were not able to open or close the clamp as is. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site found the spine clamp to be stripped. No patient was present at the time of the event.